Event description:
The pt contacted alleging erratic readings on the surestep meter. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt mentioned that she received a 62 mg/dl, 362 mg/dl and a 118 mg/dl and felt weak and dizzy at the time of testing. Time difference between the readings was greater than 20 minutes from one another. The patient went to the hospital and was treated with food and /or beverage. There is no information on what the reading was on the hospital device. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. The technique of applying blood on the test strip was correct. The patient had been cleaning the meter incorrectly. Cleaning the meter incorrectly can lead to false blood glucose readings. Customer care agent (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident and reading in the hospital. There is no evidence of a malfunction (no control solution and had been cleaning the meter incorrectly). The complaint is being reported as an adverse event, since the patient experienced symptoms of low; however meter, displayed high results and was treated in the hospital possibly for low blood glucose with food and/or beverage.